Manufacturer narrative:
The supplemental report is submitted to provide the device manufacturing date. Updates to section d8 and h4.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: positive culture test: though it is difficult to specify, it presumed that the cause of germs detected, via the result of culture test performed by the user and device inspection result as follows: reprocessing method conducted by the user and recommended by IFU are possibly different, which caused insufficient reprocessing. Occurrence of contamination during sampling for culture test. Foreign object in lg-lens: it is difficult to specify the cause of the event. Since bending section glue chipping was confirmed, it is presumed that humidity entered inside the device from the chipped part and corroded internal parts of lg-lens, which remained as residues. IFU states as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. IFU (operation manual) alerts on applying external stress to insertion section as follows: important information please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) states on reprocessing steps and storing device as follows: 1.4 precautions: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk. It was confirmed the subject scope was shipped in accordance with specifications via DHR.

Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and discovered foreign residue and stains inside the suction channel opening and biopsy channel opening. The biopsy channel was inspected with an olympus boroscope and foreign residue was discovered at the distal end opening of the biopsy channel. Additionally, a brownish stain was found on the backside of the forceps elevator, when fully manipulated in the up direction. The boroscope was further inserted into the biopsy channel and kinks were located within the bending section portion of the channel, and also, near the control body section of the channel. Scrape marks were found halfway into the biopsy channel. A black streak was found on the biopsy channel wall near the control body side, approximately at the 10cm marking. Further inspection finding's within the biopsy and suction channels noted voids on the glue between the control body and forceps elevator. Both sides of the bending section cover glue were discolored with pinholes with wear around the edges, causing small gaps. The glue surrounding the objective lens was also worn, with pinholes and discoloration noted. The light guide lens has reddish-brown (dried) foreign material within. The video scope passed the leak test. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the scope cultured positive twice for either non-pathogenic mold, or bacteria. The scope was cultured on (B)(6) 2020 and (B)(6) 2020. The customer reported that the facility cultures all of their scopes after every case. The facility also cultures the water. There were no associated patient infections.